Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged from its original position one day post implant. This rv lead has been successfully repositioned. No adverse patient effects reported from this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.